Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 171-172 mg/dl. Tandem technical support (cts) provided the customer with instructions on how to troubleshoot an occlusion. Customer declined to troubleshoot with cts and decided to prime tubing after noticing an air bubble in the tubing and deliver a two 2 unit bolus. Insulin delivery was resumed and the customer declined further follow up from cts.